Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was physically damaged. The root cause for the damaged receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.